Manufacturer narrative:
Additional information was received that during the implant of the first valve, when the patient became unstable, an irregular e lectrocardiogram reading was reported. Approximately five minutes later, the irregularity resolved. No adverse patient effects were reported. H6. Patient codes additional codes. Annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, native calcification was present. The transcatheter valve implant depth was well positioned at approximately 4 millimeters (mm). During valve positioning the patient was paced at 180 beats per minute but became unstable and the final release of the valve occurred faster than normal. At release, the valve then dislodged to the 0 mm implant depth and then the valve slipped itself slowly and completely out of the annulus. A snare and balloon were used to retrieve the valve further up as possible and an additional 34 mm valve implanted valve-in-valve. After a post balloon aortic valvuloplasty (bav) trace paravalvular leak (pvl) remained. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The image review showed two movie clips attached to this file. Evolut valve #1 was deployed to 100% and snared to a higher anatomical position in the ascending aorta. A second evolut valve was inserted and deployed to 100% also. A post balloon aortic valvuloplasty (bav) was performed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited available information. Dislodge events are typically not related to a device malfunction. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the d evelopment of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of this conduction disturbance could not be determined. The irregular electrocardiogram reading resolved on its own. A device history record (DHR) review is not required as the event description does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.